Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: there were multiple loss of prime warnings observed in the pump's black box with a low non zero force. The ¿ez-prime¿ steps were performed successfully. The pump was exercised for 24 hours and the loss of prime warning was duplicated. The force sensor calibration check passed. The spoke shim plate was found to be dimpled.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump alarmed for no delivery. No further information was provided. If further information becomes available this report will be amended as applicable. This complaint is being reported because the reported issue has the potential to result in long term cessation of insulin delivery to the patient.